Event description:
It was reported that during an unk procedure, the device did not function. Took new instrument to complete the case. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the handpiece was returned with a loose mount. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were fond in the instrument. Further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.